Event description:
It was reported that the ilet user experienced hypoglycemia with a blood glucose of 52 mg/dl at the time of the call and treated with oral fast-acting carbohydrates, including approximately 15 grams of glucose gummies followed by cherry soda, then consumed a lower carbohydrate meal with wine while announcing a usual meal size. Symptoms included hypoglycemia with a nadir of 50 mg/dl. Outcomes included minor injury of hypoglycemia and subsequent recovery of blood glucose to 65 mg/dl trending upward and then to 101 mg/dl, without need for emergency care or hospitalization. Investigation included troubleshooting and education regarding correct meal size announcements relative to carbohydrate intake and reinforcement of hypoglycemia treatment guidance. Investigation of this case revealed user technique factors related to announcing a usual meal size without matching carbohydrate intake, which can contribute to low glucose events. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with meal announcement practices.